Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; the location of the alleged moisture inside the pump is unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: review of the black box data and download history does not reveal any record of error, alarm or warning that would cause the alleged blank screen. On examination, there was visible corrosion and rust inside the battery compartment. A leak test was performed which confirmed moisture ingress into the battery compartment. There was no moisture found inside the pump¿s interior compartment. Investigation confirmed the allegation of moisture in the pump. The pump was powered on for investigation. The display screen was found to be fully functional on investigation. Investigation did not duplicate the alleged blank screen issue. The display screen unit was found to be intact and without damage. Investigation confirmed evidence of moisture ingress inside the battery compartment but did not duplicate the alleged blank screen issue. Unrelated to the original complaint, the display screen was found to be dim/faded/discolored.